Manufacturer narrative:
The device was not returned to olympus for evaluation. No further issues were reported. No patient involvement or injuries were reported. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported a portable memory error e416 and e207 on the video processor. No patient injury was reported. No additional information has been obtained.

Manufacturer narrative:
The biomed at the user facility reported that the usb drive was replaced with a new one. The device is currently operational and will not be returned to olympus for evaluation. There was no patient or staff injury related to this event. The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be identified. The device has been restored by replacing the portable memory and is operating according to regulations.